Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent dislodgement occurred. The target lesion was located in a coronary artery. Upon loading a 4.00mmx28mm synergy ii drug eluting stent (des) to a guide wire, it was noted that the device was a little stiff and was hard to push. The device was eventually inserted and was advanced however, the device failed to cross the lesion. Upon removal, it was noted that the des could not be removed from the wire. The device and the wire were removed as a whole unit and it was found out that the stent had detached from the balloon but was on the wire. The procedure was completed with a promus des. No patient complications were reported and the patient's status was fine.